Manufacturer narrative:
The pump was received with a button error alarm due to a corroded keypad trace. The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform functional testing due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's drive support cal was loose. Blood glucose level at the time of the incident was 200 mg/dl. The customer also reported that the insulin pump had a button error alarm. Blood glucose level at the time of this incident was 300 mg/dl, which was treated via manual injection. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.